Event description:
It was reported that during a defibrillation threshold (dft) test, the right ventricular (rv) lead exhibited high out of range shock impedance measurements. No additional adverse patient effects were reported. At this time, this device system remains in service.